Manufacturer narrative:
The DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Additional information indicated that no anomalies were noted to the device prior to use, the device was prepared as per the dfu, and continuous flush was maintained. It was also noted that the event may have been related to procedural technique and was not related to a malfunction of the subject device in the physician's opinion, and the device was performed as intended. There is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient vessel perforation and patient death are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that during the treatment of an unruptured aneurysm, while trying to access the guidewire(subject device) and maintain stability for the stent placement, the guidewire reached too far distally and perforated the distal middle cerebral artery(mca). As a result, onyx mdt, a liquid embolic material was used to seal the vessel, and the procedure was completed successfully. The physician reported that the perforation was caused by procedural technique related to distal wire access and stability for stent placement. The patient seemed fine after the procedure and was then sent to get a CT scan, but later the patient passed away. No further information is available.